Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right atrial lead exhibited a noise reversion episode on (B)(6) 2019 due to atrial lead noise. Noise was not reproducible with isometrics. Also, atrial lead impedance values were stable and appearance of noise on the atrial channel was electromagnetic interference (emi) in nature. The patient was asymptomatic and will continue to be monitored.